Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved vessel sealer instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and found to have a dislodged conductor wire dislodged at the distal end. The conductor wire was pulled out of the clevis at the distal end. The instrument passed an electrical continuity test. Further evaluation found one of the yaw / pitch inputs of the instrument was dislodged. The instrument input disk retaining ring and bearing were dislodged which caused the input to also become dislodged. The retaining ring and the bearing were found inside of the housing. Advance failure analys (afa) was performed, and the initial findings were confirmed. It was noted that the bearings from both the pitch and yaw inputs were dislodged, which can result from a missing or dislodged retaining ring. Dislodged retaining ring and dislodged bearing can eventually cause a dislodged input disk.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was using a monopolar curved scissors (mcs) instrument to manipulate the tissue. While doing so, the surgeon accidently hooked the cautery wire of the curved vessel sealer instrument with the jaws of mcs instrument and pulled it out of place. The curved vessel sealer instrument was not in contact with tissue at the time, and the surgeon noticed a snagged cautery wire. The procedure was paused and the curved vessel sealer instrument was replaced. The procedure was completed with no reported injury.